Event description:
It was reported that during the implant attempt, the tip of the lead broke off from the lead. The tip was extracted via the femoral artery. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Please note the initial regulatory report for this reportable complaint was timely submitted on (B)(4) 2012 under manufacturing report number 2182208000-2012-02775; however, the incorrect suspect medical device was reflected and as a result the report required redaction (which was completed on (B)(4) 2012). Accordingly, this report should be regarded for this reportable complaint. Evaluation summary: the full lead in segments was returned, analyzed, and the helix was fractured. It was also noted that the distal conductor was fractured due to overstress, the outer insulation was kinked/buckled, the outer insulation had a cosmetic cut, the helix was distorted/bent, there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant. The analyst also noted that the helix was fractured due to overstress at 209 cm.